Event description:
Through the tmj clinical study the patient reported a revision surgery to file down a screw that was pressing on a nerve. The patient does not know the date of the surgery, reports approximately one year after the original surgery. The reported event has not been confirmed by the surgeon's office at this time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.